Event description:
It was reported when using the bd vacutainer® acd solution a blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the vacuseal seems to be broken or just simply not up to the same quality as normal. As a result, we were not able to draw the full sample to fill the tube."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd received 11 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by visual examination and no defects were observed. Ten (10) of the customer samples along with the 10 retention samples were also evaluated by functional draw testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® acd solution a blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the vacuseal seems to be broken or just simply not up to the same quality as normal. As a result, we were not able to draw the full sample to fill the tube."